Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the high flow insufflation unit air feed is poor and the the panel flickers during setup. The customer suspected that the cause of the air feed is poor and the the panel flickers was due to the main board not being good, causing the blackout accompanied by beep sound alarm during air feed. There was no patient injury reported.